Event description:
It was reported that the patient's home was struck by lightening. The merlin@home transmitter could not startup and burn marks were visible after removing the prongs. The transmitter will be replaced.